Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Weight: (B)(6). (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter tubing and hub separated. An additional procedure was required to remove and replace the device. To date, additional event and patient information has been requested but not made available. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: type of event: product problem. Additional information was received on 28jun2018 in the form of answers to questions previously asked: what step in the procedure was being performed when the separation occurred? Placing the drain. What type of drainage was being performed? N/a multipurpose drain was used (abscess, nephrostomy or biliary) . On what date was the initial tube placed? (B)(6) 2018. Type of reportable event: malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.